Event description:
Follow-up revealed surgical intervention addressed the patient's issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient didn't recharge their ipg as recommended. In turn, their ipg became inoperable over time. Troubleshooting attempts via assistance from a company representative were unsuccessful. As a result, the patient's ipg was explanted and replaced with a different model (confirmed via manufacturer's device record database).